Manufacturer narrative:
Medtronic received additional information that the patient was intubated due to acute heart failure, decreased level of consciousness and respiratory arrest. Transesophageal echocardiogram (tee) also identified paravalvular leak (pvl) at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was slightly distorted. Remnants of chordae tendineae were observed on the outflow rail of the left cusp. The sewing ring was cut or torn, exposing the stent at inflow. This was suspected to have occurred during the explant procedure. The right and left cusps were in the closed position with a slight gap between the free margins. The non-coronary cusp was open towards the non-coronary outflow rail. All leaflets were slightly stiff but flexible except where host tissue extended at the inflow and outflow sites. An intracuspal hematoma was noted along the inflow margin of attachment of the left cusp extending onto the left-right and left non-coronary inferior coaptive areas. The non-coronary cusp opened towards the outflow rail due to a dehisced right non-coronary commissure, possibly related to separation of the layers of the aortic wall behind the commissure. A 4 mm tear on the belly of the non-coronary cusp and moderate abrasions on the tunica of the non-coronary cusp were observed and were consistent with contact against the inner non-coronary outflow rail. The dehisced commissure was believed to have led to uneven leaflet movement, resulting in the abrasions. Due to host tissue overgrowth the condition of the left-right commissure could not be determined. The left non-coronary commissure was intact with host tissue extending onto the left cusp outflow rail. At inflow, remnants of pannus remained attached around the sewing ring. Traces of pannus were noted around the base stitching of the non-coronary and left cusps. Thick, glistening, off white pannus was observed along the outflow rail and outflow margin of attachment of the left cusp extending to and encapsulating the left right commissure. A long remnant of pannus was observed extending from the left right commissure. An unknown amount of pannus appeared to have been removed at inflow and outflow during explant. Radiography revealed calcification on the left right commissure and left cusp outflow rail. Conclusion: based on the product return analysis, the cuspal tear and commissure dehiscence may have led to the regurgitation. Distortion of the annular ring may have altered the stress placed on the commissures and leaflets. This alteration of the stress may have been related to the dehiscence of a commissure. Commissure dehiscence is a known risk is for valve failure and is more often seen in the mitral position due to the higher closing forces on the mitral valve. Patient factors such as hypertension can increase this risk. Reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered patient-related conditions. Device information updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and three months post implant of this bioprosthetic valve, the patient was intubated due to "decreased level of consciousness" and respiratory arrest. Several days later, the patient was extubated and transesophageal echocardiogram (tee) identified severe mitral regurgitation from the center of the valve to the back of the left atrium. Approximately six years and four months post implant, the valve was explanted and replaced with a non-medtronic valve of the same size. Upon explant, one of the leaflets was noted to be torn. Pannus was also observed. No additional adverse patient effects were reported.  Additional information: transesophageal echocardiogram (tee) was performed approximately four months prior to the respiratory arrest, and the valve was functioning as expected at that time.